Event description:
The consumer alleges the chair stops suddenly with no warning, throwing her and her dog out of the chair. The consumer alleges this has occurred several times over the last 6 months. The dealer alleges the controller and joystick were replaced with his stock and displayed an e205 error code. The joystick was previously replaced on ra's (B)(4). No fault was found joysticks. The sudden stop was allegedly experienced by the dealer tech while driving the chair. The dealer tested the invacare base only, the seating system was disabled. The consumer allegedly hurt her back and went to the hospital. No serious injury is alleged.

Manufacturer narrative:
RMA (B)(4) for the return of the device. The model 3gar serial number (B)(4) is approximately 9 months old. The consumer was provided users manual pn 1143151 rev h (jul-10). It is unknown if she fully read and understands the users manual. On page 11 the following warning is provided: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The dealer alleges the controller and joystick were replaced with his stock and displayed an e205 error code. The joystick was previously replaced on ra's (B)(4). No fault was found with the previous joysticks. Having the correct wheel chair for the consumer is important. The consumers issue with the joystick could indicate a technique issue with using the wheel chair. It is unknown if the consumer worked with certified rehab technology supplier. On page 11 the following notice is provided: "notice - as a manufacturer of wheelchairs, invacare endeavors to supply a wide variety of wheelchairs to meet many needs of the end user. However, final selection of the type of wheelchair to be used by an individual rests solely with the user and his/her healthcare professional capable of making such a selection. Invacare highly recommends working with a certified rehab technology supplier and/or a member of nrrts or resna. The consumer alleges the chair stops suddenly with no warning, throwing her and her dog out of the chair. The consumer alleges this has occurred several times over the last 6 months. It is unknown if the dog has had any affect on the position of the joystick while in use. The following warnings are provided on page 19: "warning: be aware that carrying heavy objects on your lap while occupying the wheelchair may adversely affect the stability of the wheelchair, resulting in serious bodily injury to the user, damage to the wheelchair and surrounding property. This wheelchair has been designed to accommodate one individual. If more than one individual occupies the wheelchair this may adversely affect the stability of the wheelchair, resulting in serious bodily injury to the user and passenger and damage to the wheelchair and surrounding property."

Event description:
The consumer alleges the chair stops suddenly with no warning, throwing her and her dog out of the chair. The consumer alleges this has occurred several times over the last 6 months. The dealer alleges the controller and joystick were replaced with his stock and displayed an e205 error code. The joystick was previously replaced on (B)(4). No fault was found joysticks. The sudden stop was allegedly experienced by the dealer tech while driving the chair. The dealer tested the invacare base only, the seating system was disabled. The consumer allegedly hurt her back and went to the hospital. No serious injury is alleged.

Manufacturer narrative:
(B)(4). The components, joystick model # 1164361, serial # (B)(4), controller model #1136896 rev g, serial # (B)(4) and chair base model #ato-3gar-cg, serial #(B)(4) were returned for an evaluation. The product was functionally tested by the ra tech and by engineering. The complaint could not be duplicated. Engineering found no discrepancies with the product. The fault logs that were recorded were for low battery voltage or intermittent battery connections, which indicated a lack of maintenance. These faults would cause the chair to stop. The consumer/dealer did not return these components for an evaluation. The traveler and ride test/audit checklist was reviewed and there were no discrepancies. RMA 859531296-l for the return of the device. The model 3gar serial number (B)(4) is approximately 9 months old. The consumer was provided users manual (B)(4). It is unknown if she fully read and understands the users manual. On page 11, the following warning is provided: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The dealer alleges the controller and joystick were replaced with his stock and displayed an e205 error code. The joystick was previously replaced on (B)(4). No fault was found with the previous joysticks. Having the correct wheel chair for the consumer is important. The consumers issue with the joystick could indicate a technique issue with using the wheel chair. It is unknown if the consumer worked with certified rehab technology supplier. On page 11 the following notice is provided: "notice - as a manufacturer of wheelchairs, invacare endeavors to supply a wide variety of wheelchairs to meet many needs of the end user. However, final selection of the type of wheelchair to be used by an individual rests solely with the user and his/her healthcare professional capable of making such a selection. Invacare highly recommends working with a certified rehab technology supplier and/or a member of (B)(6). The consumer alleges the chair stops suddenly with no warning, throwing her and her dog out of the chair. The consumer alleges this has occurred several times over the last 6 months. It is unknown if the dog has had any affect on the position of the joystick while in use. The following warnings are provided on page 19: "warning: be aware that carrying heavy objects on your lap while occupying the wheelchair may adversely affect the stability of the wheelchair, resulting in serious bodily injury to the user, damage to the wheelchair and surrounding property. This wheelchair has been designed to accommodate one individual. If more than one individual occupies the wheelchair this may adversely affect the stability of the wheelchair, resulting in serious bodily injury to the user and passenger and damage to the wheelchair and surrounding property."